Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified. This report is number 4 of 5 mdrs filed for the same event (reference 1825034-2013-01124 and 1825034-2014-00464/00467).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Patient's legal counsel reported that patient underwent right total hip arthroplasty on (B)(6) 2004. Legal counsel for patient further reports that a revision procedure was performed on (B)(6) 2011, due to patient allegations of elevated cocr levels, pain, creaking, grating, and synovitis. Additional information received in the revision operative notes indicates the revision performed on (B)(6) 2011 was due to pain. The operative notes further indicate the presence of dark staining of the synovium and metal stained tissue. Only the modular head was removed and replaced. Additional information received in patient medical records indicates the patient underwent left total hip arthroplasty on (B)(6) 2006. No revision procedure is alleged. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device did not cause or contribute to the event and should not have been reported. The initial report should be voided as it was submitted in error.